Event description:
The customer initially called to report alarms on the insulin pump. The customer then mentioned he was hospitalized a yr ago after he was in a car accident. The customer stated he experienced high blood glucose levels and he eventually went unconscious while driving. The blood glucose levels were not reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.